Event description:
It was reported that during a carotid artery stenting treatment procedure, the pt experienced suboptimal stent placement. The 95% stenosed target lesion located in the right proximal internal carotid artery was 2 mm long with a reference vessel diameter of 4 mm. The target lesion was treated with a placement of a filterwire ex and 3 carotid wallstents. The common carotid had a lot of tortuosity, subsequent to the original stent deployment which was originally corrected. It had created a stenosis distal to this and the stent did not have good apposition to the wall of the vessel. Another stent was deployed which revealed better apposition of the stent to the wall of the artery. The distal aspect of the stent was an area where the stent was not totally opposing the wall of the vessel related to the "transmission of the prior tortuosity distal to this." The third stent was placed, this gives the best appearance where there was good apposition of the stent to the entire wall of the vessel. Post-dilation was performed and revealed a 15% residual stenosis. The pt was discharged a day after the event.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.